Event description:
The distal tip of a broach broke off during surgery and left in the patient. It wasn't noticed until approximately one month later when the patient had a follow-up appointment and x-ray's were taken. Remaining portion of instrument will be returned.